Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6) 2023 to (B)(6) 2024 of 45-69 mg/dl. The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. The customer mentioned they had bruising on their body from falls caused by their low bg levels. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.